Event description:
Patient had anchors implanted 6 months ago for chronic pain and swelling of heel. X-rays at that time revealed "spurring of the level of the achilles' attachment posterior heel and some squaring of the superior tuberosity of the calcaneus". Patient has had a draining sinus tract since that time despite oral antibiotics and several incision and drainage procedures to remove polyester suture material. Patient required return to or for removal of anchors and placement of osteoset beads with vancomycin. Surgeon believes internal implanted hardware is causing the continued drainage and infection. Findings intraoperatively included erosion around implant with loosening.